Event description:
Caller reported a minimum fill notification during a communication with technical support, which was conducted by the school nurse and later the patient due to consent requirements. There was no adverse impact on the customer's blood glucose level. The patient attempted to resolve the issue by cleaning the pump and trying new cartridges, but these measures did not resolve the problem. Consequently, the patient decided to rely on backup therapy using insulin pens and finger sticks, with plans to follow up when additional supplies were available.